Manufacturer narrative:
A review of the device's data download shows indications that device operation locked up during the 3:00 am selftest in 2008 and subsequently depleted the device's internal battery and the charge-pak battery charger. Physio-control evaluated the device and could not replicate the device behavior described in the data download. Proper device operation was observed through functional and performance testing. A replacement device was provided to the customer.

Event description:
Device was replaced per field action. When the device was evaluated by the failure analysis lab at physio-control, it would not power on. There was no patient associated with the report.